Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cabinet was unresponsive while issuing a controlled medication to her patient. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet was not responding properly. A technical support specialist (tss) assisted the customer in logging out and logging back in to help resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the cabinet was unresponsive while issuing a controlled medication to her patient. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.